Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ nmic/ID-307 misidentified an isolate as shigella dysenteriae, while the laboratory method identified it as escherichia coli. This occurred twice during use. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer is reporting a mis-ID on their patient isolate while using lot 1355167. Phoenix called isolate shigella dysenteriae, while reference laboratory (method: microscan) called escherichia coli."

Manufacturer narrative:
H6 investigation summary: this complaint is for mis ID of e.coli as shigella dysenteriae when using phoenix panel nmic/ID-307 (449289) batch number 1355167. Case was created for documentation purposes only". Based on the information provided, the panel batch is not considered defective. Therefore, this complaint is not confirmed. For further review, a review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch, not related to this defect. Bd ID/ast plant quality will continue to monitor for trends and act as necessary. The difficulty in differentiating between shigella species and escherichia coli, both closely related members of the enterobacterales group, is widely known. Although these species are phenotypically very similar, they are epidemiologically different in their presentation of clinical disease. Because of this, many clinical laboratories will incorporate guidance in their standard operating procedures for ruling out misidentification of shigella species and e. Coli by common identification systems by checking colony morphology and indole and motility reactions. If, after assessment of all available information, a clinical lab is unable to confidently report an identification between these two species, the isolate may be sent to a reference laboratory for definitive identification. Please continue to communicate any additional concerns.

Event description:
It was reported that the bd phoenix¿ nmic/ID-307 misidentified an isolate as shigella dysenteriae, while the laboratory method identified it as escherichia coli. This occurred twice during use. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "customer is reporting a mis-ID on their patient isolate while using lot 1355167. Phoenix called isolate shigella dysenteriae, while reference laboratory (method: microscan) called escherichia coli."